Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. When powered on lines were observed on the display, shortly after powering on the display went blank and 10 beeps were heard. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed a u21 current limiter ic failure that caused the 10 beeps anomaly and a failed lcd module. The lcd module was replaced and the unit functioned as designed.

Event description:
The customer reported lines on the display. No patient impact or consequence was reported.